Manufacturer narrative:
(B)(4). Batch # m93j48. Additional information was requested and the following was obtained: was the device on a vessel/artery when it would not open: no; did the surgeon continue the case with this same device: no the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure, the jaws of the device stopped opening and closing. A competitor device was used to complete the procedure. There were no adverse consequences for the patient.